Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was required to change batteries twice a week. Battery cap had been replaced but the issue persisted. Customer's blood glucose was unknown. Device had alarmed power error alarm. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, cracked retainer and minor scratched lcd window.